Event description:
It was reported to philips that the centre pin of the power connector breaks, the device can no longer be charged.

Manufacturer narrative:
This report is being retracted as it is a duplicate of the report submitted on (B)(4) with reference 3003832357-2024-00774. Please disregard this report.